Event description:
Received one device. Customer confirmed, in addition to a buckling upstream occlusion sensor (uso) seal. It was reported that the software version was downgraded. The event happened during testing.

Manufacturer narrative:
Received one device. The customer original concern was confirmed, in addition to the buckling of the upstream occlusion sensor (uso) seal. Performed calibration. Performed performance verification tests (pvt) , and updated software. Unit passed all testing criteria. Unit reset to standard configuration. Service history review found history on 22-oct-2024, the initial complaint was not related to the current complaint but the technician that worked on the previous complaint downgraded the software which is why the unit was sent back for a repeat repair..